Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. Functional testing was performed and was unsuccessful and the baseline testing was conducted, where the touchscreen was noticed to not be responding during the evaluation. Subsequently the programmer was disassembled to isolate any non-functioning components in the associated assembly. When the touch controller was swapped out for a known good unit, the product anomaly disappeared. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that the latitude programmer touchscreen was unresponsive. No adverse patient effects were reported. This product was return for analysis.